Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not operating on alternating current (ac) power with a working ac outlet and fully seated power cord at the back of the unit. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer also noted that 24v supply was out of specification (spec) in the pneumatics screen, and the device was operating on battery only. The remote service engineer (rse) advised the customer on troubleshooting the 24v supply per the v60 service manual and provided the customer with the part number of the replacement power supply for repair. The customer verified that replacing the power supply has resolved the issue.